Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: pelvic sidewall"), pregnancy with contraceptive device ("pregnancy with essure/pregnancy (no complications)") and caesarean section ("c-section") in a (B)(6) -year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included parity 4 (birth date: (B)(6)) and pica. Concurrent conditions included amenorrhea, anemia and uti (acute). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 2 months 29 days after insertion of essure. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), anxiety ("anxious") and depression ("depressed") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (she underwent removal of essure via operative laparoscopy with bilateral robotic salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, menorrhagia, anxiety, depression and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered anxiety, caesarean section, depression, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: per medical record: essure coil was embedded on the left pelvic sidewall/pelvic wall. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: positive. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: embedded device, dysmenorrhea, menorrhagia." Most recent follow-up information incorporated above includes: on (B)(6) 2019: the case is incident. Reporter information was added. This case is medically confirmed. This case concerns (B)(6) year old patient. Her demographics were added. Her historical and concurrent conditions were added. Her lab data was added. Essure indication was amended. Essure insertion and explant date was updated. ER plaintiff fact sheet following events : migration of essure device location of device: pelvic sidewall), abnormal bleeding (vaginal, menorrhagia), patient did not undergo essure confirmation test were added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.